Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the half or distorted image could not be identified. However, it¿s likely the cause is related to the provation video cable and not the subject device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to attempt another video scope cable and to ensure that the digital light source cable/light source cable were secured. In addition, tac asked the customer to check on the oev-261h monitor, power on with no scope/video scope cable, and monitor color bars. The customer called back and confirmed that the issue was related to the provation video cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that a flickering image issue was noted with the evis exera iii video system center when using a 180 scope. During a trouble shoot with an olympus technical assistance, a video distortion on the provation computer was noted. The event occurred during an unknown diagnostic procedure. This report is to capture the reportable malfunction found during troubleshoot. There was no patient harm or user injury reported due to the event.